Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. Prior to the event, the insulin pump alarmed and squirted out insulin during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.